Event description:
(B)(6) study. It was reported that a transient ischemic attack (tia) occurred. The patient was enrolled into the (B)(6) study on (B)(6) 2020, and the procedure was performed the following day. A 27mm watchman flx left atrial appendage (laa) closure device was implanted with a complete laa seal and deployed device diameter of 21.0mm. The patient was discharged home twelve days later on aspirin. Two hundred eight (208) days post index procedure, the patient presented to the emergency department through referral from a physician with complaints of blood in the stool for 4 days, which is associated with known iron-deficiency anemia under ferro sanol (long-term medication) in addition to taking aspirin. The patient was hospitalized for further treatment and evaluation. Upon admission, the patient was stable, which was confirmed with esophagogastroduodenoscopy (egd) imaging. On the same day, x-ray in the thorax in the two planes when compared to previous examination of (B)(6) 2020 revealed signs of chronic congestion without acute decompensation, however pleural effusion and inflammatory infiltrates were not noted. No nodules were suspected of being malignant. Abdominal ultrasound revealed hepatic venous congestion with somewhat unclear liver surface contours, status post cholecystectomy (historical condition), and intrahepatic bile duct obstruction was not noted. Common bile duct was 11.6 mm, dilated up to the pre-papillary region with no evidence of stones. Two renal cysts were noted on the left, meteorism of the colon noted without definitive wall thickening and dilated inferior vena cava was noted without any respiratory variation. The following day, colonoscopy revealed multiple diverticula in the sigmoid colon was noted along with large angiodysplasia in the cecum with a maximum diameter of approximately 9 mm and no evidence of any active bleeding noted. Subsequently, the patient was treated with argon plasma coagulation therapy. The following day, lab investigation revealed hemoglobin of 8.6 g/dl (reference range: 11.9 to 14.6 g/dl) and hematocrit of 0.26 l/l (reference range: 0.37 to 0.44 l/l).the onset date of the event based on signs and symptoms was identified two hundred five (205) days post index procedure for the gastrointestinal bleeding. The patient was discharged home two hundred eleven (211) days post index procedure on aspirin (100 mg). Five days later, the patient presented again due to recurrent blood in the stools from the past 12 hours, and was hospitalized again. The patient was stable, however, general condition was reduced chronically. The patient complaint of thoracic pain on exertion and exertional dyspnea for a long time (known condition). On this same day, lab investigation revealed hemoglobin of 7.3 g/dl and hematocrit of 0.24 l/l. The following day, lab investigation revealed drop in hemoglobin of 6.9 g/dl and hematocrit of 0.21 l/l. The next day, colonoscopy revealed uninflamed colon diverticulosis (maximum point sigmoid colon). However, secondary bleeding from a ulcer in the cecum which had developed following of the argon plasma coagulation (apc) therapy and consequently triple clipping and hemostasis using hot biopsy were performed. Lab investigation then revealed further drop in hemoglobin of 6.0 g/dl and hematocrit of 0.18 l/l. The next day, lab investigation revealed hemoglobin of 6.5 g/dl and hematocrit of 0.19 l/l. However, no packed red blood cells (prbc) were transfused with respect to drop in hemoglobin as the cardiopulmonary condition of the patient was remained stable at all times and also did not had any symptoms of anemia. Two hundred twenty one (221) days post index procedure, the patient developed acute neurological complaints with weakening of the buccal branch of the right facial nerve, along with reduction in strength of the right extremity and as well as a considerable decline in the ability to communicate when compared with the previous condition. This was consistent with a left hemispheric stroke and intracranial bleeding (icb). Subsequently, an emergency computed tomography (CT) angiography of the cranium was performed approximately post symptoms of 2.5 hours. During that time, it was still not possible to demarcate any evidence of a cerebral infarction in the CT images, though a process in the region of the basal ganglia was not ruled out definitively. However, there was no evidence of any acute bleeding. Thrombolysis therapy was initiated in response to the tia. The patient was transferred to the neurology clinic and the patient's symptoms improved. Upon arrival of the ambulance to transfer, the patient experienced weakness of the buccal branch of the facial nerve, and had completely regressed and also adequately formulating simple sentences primarily. The following day, the patient was transferred to a neurologic clinic for further evaluation. Upon arrival, neurological examination by the neurologist revealed patient was alert, oriented. Confrontational visual field testing was normal. Pupils were round, equal and moderately dilated. Gaze paresis, facial paresis or sensory disorder were not noted, minor dysarthria noted with no pathological findings of the caudal cranial nerves and minor instability in posture and gait with cane was noted with no pyramidal signs. Nihss score on admission was 0. CT of the cranium revealed no new or subacute infarct demarcations and no evidence of bleeding nor vessel occlusion. Neurovascular ultrasound revealed minor extracranial atherosclerosis of the carotids with hyperechoic irregular plaque formation on the left. The vertebral artery showed normal findings on both sides. Trans temporal doppler sonography revealed a normal flow profile on the left in the anterior cerebral artery. The patient was treated in the stroke unit and etiology-oriented diagnostic tests did not reveal any evidence of a cardiac embolism or a stenosis of the vessels supplying the brain. The event was considered to be resolved on the same day. Two hundred twenty three (223) days post index procedure, tee revealed normal atrial appendage occlusion, though right heart strain was detected. The following day, an increase in d-dimers was detected by the lab test and dyspnea was noted. On the same day, CT examination of the chest revealed pulmonary artery embolism with complete occlusion of the middle lobe artery, floating in the right lower lobe artery and peripherally in the right upper and lower lobes with signs of right heart strain. Incipient infarction pneumonia was suspected in the middle lobe, large pleural effusion on the right measured up to 5.5 cm in thickness, on the left up to 1.5 cm with adjacent hypoventilation was noted. Heparin infusion therapy was started and aspirin (100 mg) was stopped. Two hundred twenty eight (228) days post index procedure, during heparin therapy, the patient experienced severe pain and a space-occupying mass was noted in the left lower abdomen and in addition, the lab test revealed a drop in hemoglobin (hb) level to 4.5 g/dl. On the same day, CT of the abdomen revealed a retroperitoneal hematoma on the left with several active bleeds in the psoas muscle and iliacus muscle as well as a large hematoma located ventrally of that reaching into the lesser pelvis up to the urinary bladder, ectatic leg veins on both sides noted with no contrasting on the left. Bilateral pleural effusions with adjacent hypoventilation, measuring up to 43 mm on the right was noted. Secondary findings were common hepatic duct dilation (17 mm), bilateral renal cysts, partially marginal calcified structure dorsal of the pancreas, sigmoid diverticulosis and calcified mesenterial lymph nodes downstream of the cecum with clip in the cecum was noted. Macrocalcifications in both breasts noted and more pronounced on the right. Degenerative changes to the axial skeleton with no evidence of any bone destructions suspected of being malignant and significant anasarca noted. Pacemaker electrodes was implanted (historical condition) and transurethral urinary bladder catheter was also implanted (site confirmed micturition dysfunction was caused due to retroperitoneal hematoma). Heparin therapy was stopped, and 4 units of prbc's were transfused. On the same day, lab investigation revealed increase of hemoglobin to 6.5 g/dl and hematocrit to 0.20 l/l. Control CT abdomen revealed no evidence of retroperitoneal bleeding with hematoma of the left psoas muscle that had grown, there was no significant growth in the hematoma of the left iliacus muscle and the hematoma located ventrally of that. Normal contrasting of the partially imaged ectatic leg veins was noted with no indication of any thrombosis. Secondary findings were anasarca had increased somewhat, partially imaged atrial appendage occluder of the left atrium, bilateral pleural effusions had grown somewhat and otherwise there were no significant changes in the findings. Therefore, the event was considered to be resolved. Four days later, lab investigation revealed improved hemoglobin of 8.3 g/dl and hematocrit of 0.25 l/l. Since hemoglobin was consistent, heparin therapy was started with 400 iu/hour and no therapeutic anticoagulation was started. The following day, rivaroxaban (15mg) was started and recommended to continue lipid-lowering therapy with atrovastatin.